Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13k20h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch of the connection shield was broken. The reported problem was observed before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.